Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported via the manufacturer's representative (rep) reported the patient was unable to keep eight bars when charging, and had this issue since they lost weight. Sticky pads were used which worked for some time, but then the issue continued again. The rep. Recommended to charge without the belt, but the patient still had issues charging. Each time the rep. Met with the patient in the office to charge the device they were able to get eight bars, but the issue still wasn't resolved. It was further reported the patient indicated their battery was sending surges through their back and legs and the battery was "flipping" around in the pocket site. The patient could feel the battery turning on its' side and could feel the side of the battery very well. Since the patient lost weight the pocket site had atrophied which was causing the battery to move around; the managing physician confirmed this was the reason the battery was moving. Impedances were checked and all were normal. The rep. Reoriented the sensor a couple of times related to the orientation reading the battery wrong. The rep. Had the patient turn their sensor off for a few days to see if the surges would dissipate (she didn't feel the surges when the sensor was off). They came to a conclusion with the doctor that the patient's battery would flip/turn in her pocket, and with that her battery orientation would be different from her positional orientation. The issue wasn't resolved, so an explant was planned for august 12th. The patient decided to have the battery replaced with a non-rechargeable device so she didn't have to worry about charging and didn't want to worry about her sensor, and felt the primary cell would be more beneficial to her. Additional review determined this information was related to previous information reported in manufacturing report (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: a03888001, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported via the manufacturer representative (rep) that the patient was having issues with surging randomly. It hadn't surged for 5 days but then started up again. This could happen when walking or stepping down on stairs. The patient described it as ramping up, plateauing, and then stopping without the patient turning the stimulation off. The rep tried using the implant with the adaptive stimulation feature turned off. The rep had previously reoriented the implant and then it reverted to incorrect orientation. The rep was going to reorient it again. There was also a difficulty charging; the patient was unable to charge. The implant moved around in the pocket. The use of the spacer to hold the implant under the antenna was reviewed. A couple of spacers were going to be sent to the patient. The surging began in (B)(6) 2015. Recharging/coupling issues began in (B)(6) 2014. Impedances were taken in both standing and sitting positions and nothing was out of range. Further information reported that the patient decided she wanted to just change the battery to a primary battery device. The patient was scheduled to have her battery changed on (B)(6) 2015. Relevant medical history included degenerative disc disease and spinal pain. Follow-up confirmed the issues were related. This event will be updated if additional information is received following the surgery.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. The device was able to charge normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information from the manufacturer representative reported that the patient's doctor felt that the patient's pocket site had atrophied which caused their battery to move around. It was thought this led to it being in a different position than the patient causing the battery to read the wrong body position. They had a new battery implanted and were getting perfect coverage and no surging with their new battery. The patient recovered without sequelae.